Event description:
Clear cuff 500ml pressure infusor continues to have problems. When staff are checking it, parts keep falling off and will not stay together. No patient directly involved with this incident. Multiple devices involved, all are from this lot number.